Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: barewire. Guide catheter: 6 x 45mm ansel cook guide catheter. Stent: nova. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an off-label use of an emboshield in the mid to distal superficial femoral artery (sfa), heavily calcified lesion. The patient presented with previous lower extremity (le) percutaneous interventions with an le amputation. Sfa access was obtained using a 6 x 45mm ansel cook guide catheter. A barewire was placed and ivus was performed for vessel measurement. The emboshield filter was successfully deployed distal, and without any unusual device interaction. Atherectomy was performed. During atherectomy, the filter had unexpectedly moved distal a couple centimeters (cm) while remaining on the barewire. The procedure continued and balloon angioplasty was performed. Again, the filter had moved more distal, about a couple of cm. The filter remained on the barewire and reportedly, there was no unusual device interaction or entanglement. A nova stent was successfully placed and post-dilatation was performed. The filter had remained in place, as expected this time. The filter retrieval catheter advanced and the operator thought the filter had been captured. During removal, the filter was noted still in the proximal sfa and had re-deployed. The retrieval catheter advanced again and this time successfully removed the filter. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual inspection was performed. The reported difficulties were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents reported for this lot. It was reported that this was an off-label use of an emboshield device in the mid to distal superficial femoral artery, heavily calcified lesion. It should be noted that emboshield nav6 embolic protection system electronic instruction for use states: the emboshield nav6 rapid exchange (rx) embolic protection system (eps) is a temporary percutaneous transluminal filtration system designed to capture embolic material released during angioplasty and stent procedures within carotid arteries. The investigation determined the reported filter migration and difficulty to remove appear to be related to operational circumstances of the procedure. It is likely that manipulation of the embolic protection system (eps) and or other devices used during the procedure likely caused the filter to migrate further from the intended location. The reported difficulty to remove was likely due to the technique used to pull in the filter in to the recovery catheter and/or due to interaction with other devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.